Event description:
Info received indicates the head section is drifting down slowly.

Manufacturer narrative:
The technician found the head down valve was sticking. The technician replaced the head down valve to repair the bed.